Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 318 mg/dl. As treatment, the patient administered a bolus of 20 units of insulin followed by another 15 units. In addition the patient administered a manual shot of 10 units of insulin. The patient's blood glucose history are as follows: (B)(6).